Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction with no tones and no alarms no adverse event involving patient or user was reported.